Event description:
As reported by the (B)(4) registry a patient experienced dysarthria approximately one month post index procedure that was diagnosed as an ischemic stroke. The recovery was partial with minor residuals. The patient was asymptomatic at study inclusion. Nih and rankin scores were both 0 at baseline. Carotid artery stenting was performed on an 80% occluded lesion in the proximal left internal carotid artery of 30mm in length in a 6.0mm in length with mild vessel tortuosity. The arch ii lesion was moderately calcified. A 6mm medium angioguard embolic protection device was successfully deployed at the target lesion, the lesion was pre-dilated and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection after pre-dilatation or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any adverse events with baseline nih and rankin scores unchanged. One month later the patient had sudden onset of dysarthria.

Manufacturer narrative:
Additional details received, CT scans. As data was previously provided in b6, the details are provided below. CT head' without contrast (B)(6) 2014. Indication: cva/stroke. Additional history: code stroke. Call received 1353 hours, images revealed 1354 hours, comparison: none. Findings: there is nothing to indicate fracture, intracranial hemorrhage,abnormal fluid collection, or space-occupying mass. Diffuse volume loss is present, consistent with age, chronic white matter change a are present. The cereoellum demonstrates multiple small infarcts on the right, and a larger area of infarction inferiorly on the left, which are chronic. The ventricles, basal cisterns, and 5ulci over the convexities are within normal limits. The paranasal sinuses and mastoid air cella as visualized are clear. Carotid vascular calcificants are noted. Impression: 'aging changes, noted no evidence of hemorrhage, old cerebellar infarcts are present. (B)(6) 2014: indication: stroke. Status post tpa. Followup. Technique: axial CT images of the head were obtained from skull base to the high cerebral convexity without intravenous contrast administration. Comparison: CT head without contrast dated (B)(6) 2013. Findings: there is no' acute intracranial hemorrhage, mass effect or shift of the midline structures. There are patchy areas of hypoattenuation in the periventricular and subcortical white matter. There is redemonstration of multiple infarcts involving the bilateral cerebellar hemispheres, left greater than right. There is generalized brain volume loss with prominence of the ventricles and sulqi. There is no abnormal extracranial fluid collection. There is no depressed calvarial fracture. The skull base is intact. There are intracranial atherosclerotic calcifications noted. There are' postoperative changes og bilateral lens replacement. The visualized orbits, paranasal sinuses and mastoid air cells are otherwise unremarkable. Impression: 1. No acute intracranial hemorrhage, masa effect or midline shift. 2. Generalized brain volume loss with periventricular and subcortical white matter changes, which probably represent chronic small vessel ischemic changes. 3. Redemonstration of old inearcts involving the bilateral cerebellar hemispheres, left greater than right. Technique: head protocol can't. Findings, small focus of cytotoxic edema in the high left frontal lobe. No adrenal hemorrhage. Moderate atrophy. Areas of encephalomalacia involving the cerebellum bilaterally. Moderate atrophy and mild leukomalacia. No herniation. Sinuses and mastoids are clear. Orbits and orbital contents are unremarkable, impression, small acute ischemic infarction in the high left frontal lobe in the middle cervical artery distribution. Findings discussed with (B)(6) the patient's nurse in (B)(6) senescent change of multiple chronic cerebellar infarct. No additional information is available and no further details will be forthcoming.

Manufacturer narrative:
Cec minutes received indicate the site reported that the patient experienced an ischemic stroke approximately one month post procedure. According to source documents, the patient complained of dysphagia 18 days after the index. In preparation for an esophagogastroduodenoscopy (egd) apixaban was put on hold for a few days. The patient underwent an egd for an anastomotic dilatation, he had retained gastric contents. On the following day, at approximately 10:30 the patient had an unwitnessed fall from his chair. A physical examination was performed including a neurological assessment and no abnormalities were found. He was last seen by the nurse at 11:50. At 13:50 the patient had a flaccid right arm and some dysarthria. His nih stroke scale score was 2. A ¿code stroke¿ was called. A head CT without contrast revealed aging changes, no evidence of hemorrhage and old cerebellar infarcts. The patient was seen by a neurologist, the CT was reviewed and the patient was given tpa. The weakness improved and later in the day he had 4/5 strength in the right upper extremity and fine movements of his right hand. A carotid duplex scan performed on (B)(6) 2013 revealed the following: 1. 20-49% stenosis of the left ica. 2. 50-99% stenosis of the right cca and eca. 3. No stenosis of the left cca or left eca. 4. Flow could not be demonstrated in the right vertebral artery. 5. Left vertebral artery had antegrade flow. On the same day, electroencephalogram revealed the following: abnormal eeg. 1. Minor degree of diffuse bilateral cerebral dysfunction. 2. Focal disturbance of cerebral function left temporals, which can be related to ischemic event in the territory of the left internal carotid, middle cerebral distribution. There were no epileptiform discharges. The patient continued with hypertension, dehydration and hyponatremia. On the morning of the following day, movement in the right arm was significantly improved. A post tpa CT of the head without contrast on (B)(6) 2013 at 11:42 revealed the following: 1. No acute intracranial hemorrhage, mass effect or midline shift. 2. Generalized brain volume loss with periventricular and subcortical white matter changes, which probably represent chronic small vessel ischemic changes. 3. Redemonstration of old infarcts involving the bilateral cerebellar hemispheres, left greater than right. On the evening, the patient again developed inability to move the right upper extremity. A CT of the head without contrast on that evening at 18:39 revealed the following: small acute infarction in the high left frontal lobe in the middle cervical artery distribution. Senescent change of multiple chronic cerebellar infarcts. A MRI of the brain and an mra of the head without contrast performed on 2 days later revealed the following: 1. Acute left mca multiple foci distribution infarct. 2. Old left cerebellar infarct with senescent brain changes. 3. High grade stenosis of the mid to distal basilar artery. The patient was receiving services from physical, occupational and speech therapy. The patient made slow recovery. His right upper extremity had muscle strength of 4/5, which included forward flexion of his shoulder, abduction and adduction. The flexion-extension of the elbow was anywhere between 3 to 4/5. He was able to flex and extend his wrist as well as wiggle his fingers. On the following day, the patient did regain some of the function of his right hand. He was able to squeeze fingers at about 2 to 3/5. The patient was transferred to an inpatient rehabilitation center. It was noted that he had decreased movement in his right upper extremity, but no slurred speech. A medical consultation note on 2 days later documented decreased movement in the right upper extremity. Approximately 2 weeks later, the 30-day follow-up visit was completed. The site reported that the patient was taking clopidogrel. The stroke scale scores were not evaluated. The patient was able to ambulate with a rolling walker. Occasionally, his right hand would slip off the walker when fatigued. The patient was discharged to home with plan for home therapy approximately 1 month later (minus 4 days) on asa and apixaban. Additional information is not available at this time.

Manufacturer narrative:
Additional information was received that the treatment was tpa and had a CT scan. Residuals included right sided weakness. Therefore, the outcomes attributed to the adverse event were updated. As reported by the sapphire registry a (B)(6) male patient experienced dysarthria approximately one month post index procedure that was diagnosed as an ischemic stroke. Treatment was tpa and a CT scan was performed. Residuals included right sided weakness. The patient was asymptomatic at study inclusion. Medical history included prior carotid endarterectomy, abnormal stress test, CABG, smoking (>5 packs of cigarettes) and hypertension. Rankin scores were both 0 at baseline. Carotid artery stenting was performed on an 80% occluded lesion in the proximal left internal carotid artery of 30mm in length in a 6.0mm in length with mild vessel tortuosity. The arch ii lesion was moderately calcified. A 6mm medium angioguard embolic protection device was successfully deployed at the target lesion, the lesion was pre-dilated and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection after pre-dilatation or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any adverse events with baseline nih and rankin scores unchanged. One month later the patient had sudden onset of dysarthria that was diagnosed as an ischemic stroke. Treatment included tpa. A CT scan was also performed. The patient had residuals which included right sided weakness. The patient had a 30 day visit but the nih and rankin scores were not checked. The patient also exited the study after having completed all of the required follow up. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.